Event description:
It was reported that the patient passed away due to unknown circumstances. It is unknown whether or not the patient's passing was related to the performance of the device. Further information was requested.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.